Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump had no motor error alarm or excessive no delivery alarms noted during testing. The insulin pump functioned properly. The motor passed motor test. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 536 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not dropped or bumped. The customer's mother stated that the insulin did exit during fixed prime and manual prime. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.